Event description:
It was reported that the reservoir chamber was cracking off where the reservoir screws in. Customer stated that the reservoir chamber grooves were broken. Customer's blood glucose reading at the time of the call was 167 mg/dl. No further information reported.

Manufacturer narrative:
Pump received with cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube.